Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot 5339213 regarding item 381411. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage with lot 5339213 regarding item 381411. Device history record number 5339213 has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that the catheter had holes and leaked. Piv [peripheral IV] placed on patient. Piv started leaking, IV removed and notes to have multiple holes within the catheter.

Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.